Event description:
Caller reported that no drops of insulin were visible at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level. Caller did not proceed with troubleshooting the issue since a new pump was available, and they wanted to get it up and running immediately.